Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and suspects multiple hardware malfunction. The fse intermittent bad mixer motor, mixer bar, and/or valve. The fse replaced the buffer valve, mix bar and mixer motor which resolved the issue. The fse performed system verification successfully without further issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of erroneously low patient results for ise (ion selective electrode) sodium (na), potassium (k) and chloride on the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.